Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip would not deploy. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: b5 (describe event or problem), h10 (additional MFR narrative). Additional information received on 08nov2021 confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2021-05369 is a duplicate of report number 3005099803-2021-05364 and 3005099803-2021-05367. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2021-05364 and 3005099803-2021-05367.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip would not deploy. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The devices were not returned. ***additional information received on november 08, 2021*** it was reported that there were only two resolution 360 clip devices that malfunctioned during the procedure. Both clips grasped and locked onto tissue, but did not release from the catheter to deploy. The third clip was able to grasp/lock and successfully released onto tissue.